Event description:
The customer reported that the knife would not retract during a prostatectomy and the jaws could not be re-opened. The device was priced off tissue using scissors. The procedure was continued with another type of device. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.